Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, the device failed to cross the lesion. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable. However returned product analysis revealed that the hypotube was broken.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified a shaft hypotube break located 23cm from the catheter strain relief. A visual and microscopic examination also identified kinks along the entire length of the hypotube. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).